Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: poland. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that during arthroscopy and meniscus repair surgery that the second staple did not deploy during implantation, and the implant was fully removed from the knee joint; another implant was used, and again the second staple did not deploy, so the implant was fully removed from the knee joint. There was no reported harm or injury to patient. The procedure was extended by 10 minutes and completed with a different juggerstitch implant. The handles and implants were recovered in full, and no fragments were left in the knee joint. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The following sections have been updated: b4, b5, g1, g3, g6, h2, h3, h6, h11. Visual examination of the returned product identified both devices have been cycled 2 times, there were no sutures or anchors returned with either device and the front-end assembly on both items are bent which makes it hard to move the black push button. No other damage noted to either device. Unable to confirm the item and lot information as there was no packaging returned and the items are not etched with any item/lot information. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.